Manufacturer narrative:
(B)(4).

Event description:
The client reports that when inserting the PICC catheter he finds the guide crooked and therefore cannot continue with the procedure and must request another device.

Event description:
The client reports that when inserting the PICC catheter he finds the guide crooked and therefore cannot continue with the procedure and must request another device.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos, one of the lidstock and the other showing an unraveled guide wire. A probable cause of the guide wire unraveling cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit warns the user "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide.". The report that the guide wire unraveled was confirmed through examination of the customer supplied photos. The image showed the guide wire unraveled; however, the actual complaint sample was not returned for evaluation. The device history records for the guide wire was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.